Event description:
It was reported that the patient presented remotely via merlin.net. The implantable cardioverter defibrillator (ICD) showed post paced t wave over-sensing. No interventions were reported. The status of the patient was not reported.